Event description:
Boston scientific was notified that during a procedure a lot of friciton was encountered with the neuroform2 microdelivery stent system. The stent prematurely detached and was left in the pt. The physician aborted the case and the pt will be brought back at a later date. There was no clinical sequelae as a result of this event.